Event description:
On october 2, a customer mailed to (B)(4) stating that the product was invalid: a consumer bought a few boxes of celltrion diatrust covid-19 ag home test and has been using it successfully for several months. In the most recent box, a customer found that both tests were invalid (no lines) after user added 3 drops. Lot number is covsd1002 and expiry date is 2022.11.24,and the user asked if there is a way to get a replacement box. Importer comments: on october 3, we sent an follow-up email to the customer for the further information. We keep looking for more information by attempting the follow-up and if any further information is obtained,it will be reported.